Event description:
A patient reported blood glucose results of 24.1 mmol/l and 10.1 mmol/l with a lifescan meter, performed within 10 minutes of each other. The pt retested with another vial of test strips and obtained results of 8.3 mmol/l and 8.7 mmol/l.